Event description:
On 12/4/91, during a ptca procedure of a diagnal branchofthelad a pin hole leak occuredithecatheter at 4 atm on thesecod inflation. A dissection occurred. The patient was taken to the o.r. For emergency bypass surgery. Mfg. Notified on 12/4/92invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.